Manufacturer narrative:
Concomitant medical products: item: unknown biolox head , catalog #: unknown, lot #: unknown. The following report is associated with this event: 0009613350-2018-00407. The manufacturer did not receive the device for investigation no surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient implanted with an unknown alloclassic cup on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reason.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
No trend considering the following event is identified: infection. As no lot number was provided for the shell, the device history records could not be reviewed. The information was requested at the complainant and is currently not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per) - event summary: it was reported that a patient underwent a revision surgery around 10 months post implantation due to infection of the hip. Note: this is a split case (B)(4) for the alloclassic variall biolox delta liner as the design owner of this device is zimmer biomet inc., warsaw. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis; according to the information received it was discarded at the hospital. Review of product documentation - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. -fu d011500213 (for alloclassic variall shell) root cause analysis root cause determination using dfmea (for shell): - infection due to failure of sterilization procedure at supplier due to design of the device => not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. - infection due to failure of sterilization procedure due to supplier process => not possible: a systematic issue with process would have been detected as part of the issue evaluation assessment. - infection due to proposed resterilization procedures in IFU do not provide sterility => possible: the IFU d011500213 describes in chapter "sterilization instructions" how to proceed with the device. However, it is not known if procedure was followed. Therefore, this cause cannot be excluded with certainty. - transmission of infectious agents, infection due to reuse of the device which is only intended for single use => not possible: the IFU d011500213 describes in chapter "sterilization instructions" how to proceed with the device: "do not reuse devices labeled for single use only". No information received, that an explanted implant is used for new implantation surgery. Therefore, this cause can be excluded. - infection due to resterilization procedures (described in IFU) not followed by hospital staff (off label use) => possible: the IFU d011500213 describes in chapter "sterilization instructions" how to proceed with the device. However, it is not known if procedure was followed. Therefore, this cause cannot be excluded. Conclusion summary it was reported that the patient underwent a revision surgery around 10 months post implantation due to infection. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. As no lot number was provided for the varial shell, the device history records and its associated sterilization certificate could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR and suitable sterilization certificates. Moreover, no trend on infection has been observed for those products. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favoured or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: biolox delta, ceramic femoral head, item#: 00-87750-32-03, lot#: 2791330; item: alloclassic variall, slv stem, item#: 01.00125.050, lot#: 2791963; item: alloclassic variall biolox delta, insert, kk/32 item#: 00877401232, lot#: 2775846. This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. The following reports are associated with this event: 0009613350 - 2018 - 00407 - 1, 0009613350 - 2018 - 00469. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
It was reported that the patient underwent initial hip arthroplasty and underwent subsequently to revision surgery due to infection. The revision took place approximately 10 months post-implantation.